Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "the intensivist passed the catheter in a patient with chronic encephalopathy, multiple comorbidities, using antibiotic therapy. The team noticed that there was a leak at the top of the hub at the junction of the two extensions. The catheter was removed as soon as the problem was identified. The patient maintains her therapy with the implantation of a new arrow catheter. There was no compromise in his treatment. Disposed contaminated sample." It was reported the patient was without peripheral access and had just arrived from home care. The patient's condition was reported as fine.

Event description:
The complaint is reported as: "the intensivist passed the catheter in a patient with chronic encephalopathy, multiple comorbidities, using antibiotic therapy. The team noticed that there was a leak at the top of the hub at the junction of the two extensions. The catheter was removed as soon as the problem was identified. The patient maintains her therapy with the implantation of a new arrow catheter. There was no compromise in his treatament. Disposed contaminated sample." It was reported the patient was without peripheral access and had just arrived from home care. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.